Event description:
On 10/3/97, the distributor's sales representative contacted the MFR representative via voice mail and stated that a customer in her territory had a problem with this device. The device catheter sheared. The device was scheduled to be returned to the MFR for analysis and additional info would follow. No further details were provided at this time.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.